Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident info; however, the rx pixel stent delivery system (sds) was not returned. It was reported that approx four months after the stent was implanted, restenosis was observed in the stent and medical intervention was performed. There was no reported device malfunction at the time of the stent implant. Restenosis, as noted in the instructions for use (IFU) and product risk assessment, is a known adverse event associated with coronary stenting and clinically acceptable in the view of pt benefit. This known pt effect is not necessarily an indication of a product quality issue; however, a conclusive root cause cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that a pixel stent was implanted in 2005. In 2006, 90% isr was observed. Pci was performed and a cypher stent was implanted. No additional event or pt info is available.